Event description:
Customer reported cannula is difficult to take off and that some have cracked because they are so hard to take off. Customer further reported that there was no pt harm or medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the cannula has not been received. A f/u report with failure investigation results will be submitted should the device be received for eval.